Event description:
Prodisc-l was implanted at l5-s1 and antegra at l4-l5. Vertebral body fracture was not appreciated at time of postop CT scan. Radiologic review noted l5 vertebral body fracture in 2009. Operative intervention not anticipated; pt without restrictions. To date, pt has no complaints, no restrictions and removal is not planned. This is one of the reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Implant remains in pt. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be completed; no conclusions could be drawn as no device was returned or lot number provided.